Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further examined the removed therapy pcb assembly and determined that the cause of the reported issue was due to an electrically shorted transistor, designator q8. This caused the device to not be able to deliver energy and to display an abnormal energy delivered message.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their service indicator is illuminated. The biomed also observed two event codes logged in the device's memory. The event codes logged in the device's memory are related to a potential failure of the device to deliver defibrillation energy and is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their service indicator is illuminated. The biomed also observed two event codes logged in the device's memory. The event codes logged in the device's memory are related to a potential failure of the device to deliver defibrillation energy and is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.